Event description:
Additional information was requested to verify refill issue and patient status.

Event description:
It was reported that the health care provider was unable to refill the pump, date unknown, and suspected a flipped pump. There were no patient symptoms. The physician performed a pump pocket revision. It was felt that the pump was flipped but when the physician opened the pocket the pump was not flipped. The physician secured the pump in the pocket using sutures which was not done prior. The catheter was aspirated of drug, patency confirmed, and the pump was filled with a new concentration. This device system delivered morphine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)